Event description:
It was reported that during implant of the device the leads were inserted into all ports and tightened with the torque wrench, but the physician noted that something went wrong with the atrial port on the device because the setscrew could not be tightened perfectly and it was difficult to remove the atrial lead from the atrial port. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant, the physician noted that something went wrong with the atrial port on the device because the setscrew could not be tightened perfectly. Two days after implant, high thresholds were noted on the ventricular lead, so the physician decided to remove both leads. During the explant procedure, the physician had difficultly removing the atrial lead from the port and the setscrew could not be replaced in the port. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found. It was also noted that the setscrew had foreign material. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.